Event description:
This customer obtained a non-reproducible, lower than expected vitros k+ (potassium) result for a single patient sample while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous k+ results were reported from the laboratory to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that a single, lower than expected vitros k+ patient result was obtained while using the vitros 5,1 fs analyzer. A definitive root cause for the event could not be determined. There is no evidence of a malfunction of the vitros 5,1 fs chemistry system or the vitros chemistry products k+ reagent slides. Sample integrity results indicate that the customer most likely processed the wrong sample. Performance tests verified that the instrument was operating as expected.